Manufacturer narrative:
Note: this supplement report is being submitted following FDA notification of a missing report. The initial supplement report, submitted on march 29 2017, was inadvertently labeled with an incorrect report number "year" (i.e. 3002769706-2017-00513), and was therefore not linked appropriately to the initial report. The report number should have been 3002769706-2016-00513. The customer submitted the bact/alert® sn (plastic) culture bottle (lot 1046266) for evaluation. An investigation was conducted. The investigation examined the bact/alert® manufacturing directions, including the quality control release testing documentation, and all results were within specification. The manufacturing site reviewed the lot associated with this event and did not find it likely that this incident was caused by a manufacturing issue. The review of retained bottles revealed acceptable bottles. Additionally, the stoppers used during the manufacture of the lot were approved for use by incoming quality and no anomalies were noted. The stoppers had no design or material changes. Based upon the customer interaction, biomerieux internal team findings and discussion within a cross functional team, the most probable root cause for this complaint event is that the bottle leaked from the puncture in the septum. It is probable that the leak occurred due to a combination of factors. The organism recovered from the bottle was a high gas producing organism. The specific organism recovered, in combination with the orientation of the bottle in the instrument and the punctured septum caused the bottle to leak from the hole in the septum. Additionally, the analysis of the returned bottle by the manufacturing site sme revealed that the complaint event could not be recreated upon analysis of the returned bottle.

Event description:
A customer in (B)(6) notified biomérieux of an issue associated with a bact/alert® sn (plastic) culture bottle. The customer reported the bact/alert® sn (plastic) culture bottle flagged positive (bacillus aerotolerant, reported as bacillus spp.) And leaked the contents into the bact/alert® instrument. As a result, a laboratory employee was exposed to the contents and got the contents on his hands. The customer indicated the employee had gloves on and was not hospitalized or subjected to prophylaxis treatment. An internal biomérieux investigation will be initiated.